Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging 50 mg/dl, cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.